Manufacturer narrative:
Exemption number e2019001. The returned device confirmed the reported damage on shipping box and packaging tray. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, and a definitive cause for the reported damage on outer box and packaging tray cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the mitraclip outer and inner package were noted to be damaged and sterility of the device was unknown. It was reported that the mitraclip outer package was noted to be damaged and also the inner device box. The sterility of the device was unknown; therefore, the device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.